Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one fluoroscopic image was provided and reviewed. The image depicts two filters deployed in the inferior vena cava. The legs of the superior filter appear to be tethered, preventing the filter from fully opening. The inferior filter appears to be fully opened. Received one a pusher catheter, a filter storage tube and touhy-borst adapter. On visual evaluation, the touhy-borst adapter was connected to the filter storage tube. The pusher catheter was loaded within the filter storage tube and touhy-borst adapter. Skiving was present on the distal tip of the storage tube. Overall, the components received had residue throughout. No other components were received, on functional testing, the loaded touhy-borst adapter and the filter storage tube was offloaded from the pusher catheter for further evaluation. No anomalies were observed throughout the touhy-borst adapter. Skiving was noted throughout the filter storage tube. The filter was not received. Therefore, based on the image review the investigation is confirmed for the reported expansion failure as the legs of the superior filter appear to be tethered. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly did not open its main body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly did not open its main body. The procedure was completed using another device. There was no reported patient injury.